Event description:
It was reported that the insulin pump alarmed failed battery test. The customer could not remove the battery cap. The customer's blood glucose reading was over 400 mg/dl. The customer stated that she will go to the hospital to treat the high blood glucose reading. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.